Event description:
The pump was returned for investigation. Investigation revealed the force sensor was found to be contaminated. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box revealed several loss of primes with non-zero force in the black box. Investigators performed a pump rewind, load and prime with no loss of prime. The pump was exercised for (B)(4) on a one unit per hour basal program with no loss of prime. The force sensor calibration was out of specifications. The force sensor was found to be contaminated. Investigators confirmed issue in history but were not able to reproduce during investigation. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.